Event description:
It was reported that patient presented for remote follow up via merlin. Net transmission, the patient implantable cardiac monitor (icm) exhibited under sensing. No intervention was reported. The patient had no consequences.